Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The manufacturing site reports that power choice had carried out the static test as per the astm 2726 for each lot produced and there were no lots rejected in house due to the same issue as reported by the complainant. The manufacturer also reports they are working with the supplier working with the supplier on the improvement for the strap and clip. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the clip broke off device during use. The strap could not be adjusted and the provider had to cut off the device and start with a new one. Additional information was requested, but not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the clip broke off device during use. The strap could not be adjusted and the provider had to cut off the device and start with a new one. Additional information was requested, but not available at the time of this report.